Event description:
Customer reported that summit delivered a low level of sample/reagent to wells g3 and h3 of a microwell plate. No error was generated by the summit. No death or serious injury was associated with this incident.